Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw, whisper es; guide cath: launcher jl 40. Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The difficult to remove from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified the xience pro x is currently not commercially available in the us. The product however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily tortuous and mildly calcified mid left anterior descending artery. A 3.5 x 15 mm rx xience prox was being advanced to the lesion but it could not cross due to the tortuosity and calcification. During removal, the stent caught on the opening of the guiding catheter so the entire system was removed as a single unit. The patient developed hypotension which was treated with infusion of dopamine. The procedure was stopped and the lesion was successfully treated 7 days later. No additional information was provided. Returned device analysis revealed the distal shaft was separated.